Event description:
It was reported that an impella 5.5 was implanted in a patient admitted with cardiogenic shock. While on support, the patient experienced ventricular tachycardia requiring defibrillation. The patient also had a fever and positive blood cultures. A washout of the right knee and debridement was performed, and the patient was put on antibiotics. The pump generated an ¿impella stopped¿ alarm and several unsuccessful attempts were made to restart the pump. The patient stated when they were moving from the chair to the bed, they felt the impella cord tug on their stomach and the pump stopped. Due to the complications encountered, the device was removed and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.